Event description:
It was reported that "while doing a sterotactic breast procedure. The pt reported feeling a shock-like sensation on the hip area where the dispersive electrode (ground pad) was placed. Following surgery, a burn was noted in this area. Patient was an out patient and left following the procedure.